Event description:
It was reported by a physician through a company rep that a pt was seen at a f/u appointment and high impedance was received during testing of the vns. In addition, the treating physician indicated that there is an increase in seizures, of which the cause is unk so far. According to the pt's parents, there has not been any trauma or injuries. The pt was referred for x-rays and the generator was programmed off. At the moment revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.